Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 60 tubes sst ii plh 13x100 5.0 plbl ce nat did not meet product specifications for draw volume of "-19%" of labelled draw during test intervals. The tubes were sterilized at "nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy)" for draw volume testing as part of CAPA# 54720. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "as part of CAPA (B)(4), we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals."

Event description:
It was reported that 60 tubes sst ii plh 13x100 5.0 plbl ce nat did not meet product specifications for draw volume of "-19%" of labelled draw during test intervals. The tubes were sterilized at "nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy)" for draw volume testing as part of CAPA# 54720. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals."

Manufacturer narrative:
Correction: the date of event has been provided by the customer. The following information has been updated: date of event: (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 60 tubes sst ii plh 13x100 5.0 plbl ce nat did not meet product specifications for draw volume of "-19%" of labelled draw during test intervals. The tubes were sterilized at "nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy)" for draw volume testing as part of CAPA# 54720. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals."